Event description:
It was reported that the device was used during a laparoscopic revision of gastric band. The device was used to close the gastrotomy. There appeared to be no issue at this time. Post operatively, the patient required a reoperation due to a possible leakage. During the procedure, a leak was found and the previous gastrotomy was open. The surgeon stated " the tissue felt thick." A g-tube was placed in the patient and the patient was closed. The device was discarded at time of original procedure.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.